Event description:
The facility's biomedical engineer reported the device underdelivered during biomed flow testing. The hosp rep stated that there were no reports of pt incident since the last baxter service event.